Manufacturer narrative:
The customer did not return any materials for investigation. The complained test strips have been calibrated against the who standard rtf/16 and are affected by recall. Corresponding retention test strips (lot 294151) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
Occupation ni equals lay user/patient. [Mw5081591]. Customer contact information unknown, unable to request product for return.

Event description:
This event was reported by the customer to FDA as mw5081591. A customer complained of questionable low inr results from a coaguchek xs meter, serial number not provided, compared to an unknown laboratory method. The customer mentioned that they obtained three consecutive low inr results from the meter where the doctor kept increasing their dosage. The final result of the three from the meter was 1.8 inr. The customer then requested laboratory testing and a result of 2.3 inr was obtained. There was no allegation of an adverse event. The investigation is currently ongoing.